Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips overlapped during surgery. The case completed with another instrument and there was no consequence to the pt.